Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). List of associated devices: g7 bispherical shell 54f; ref#110017333; lot#6705272; g7 neutral e1 liner 36mm f; ref# (B)(4); lot#6744914; delta cer fm hd 036/0mm 12/14; ref#(B)(4); lot#2020021626. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient had pain in the left hip when starting to walk. In addition it was reported that no medical treatment was provided to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As it was still implanted, the device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. X-rays were received and reviewed: while the quality of the x-rays is not good, there appears to be a lucency on the superior part of the cup, that could indicate inadequate fixation/bone ongrowth. However, the review of these x-rays has shown that the stem was well positioned. Thus, the reported event was not able to be recreated. A complaint extract was done regarding medical: pain: (B)(4) complaints (4 products), this one included, have been recorded on gts standard femoral stem size +3, reference ps129gp3, from 01 january 2018 to 26 march 2021. (B)(4) complaint (1 product), this one included, has been recorded on gts standard femoral stem size +3, reference ps129gp3, batch j6628546, since ever. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. The complaint is closed but could be reopened if new information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had pain in the left hip when starting to walk.in addition it was reported on 23-feb-2021 that no medical treatment was provided to the patient and that the event is resolved. X-rays were received and reviewed: while the quality of the x-rays is not good, there appears to be a lucency on the superior part of the cup, that could indicate inadequate fixation/bone ongrowth. However, the review of these x-rays has shown that the stem was well positioned. Thus, the reported event was not able to be recreated.

Event description:
It was reported that patient had pain in the left hip when starting to walk. In addition it was reported on (B)(6) 2021 that no medical treatment was provided to the patient and that the event is resolved. Furthermore, surgical record and x-rays were received from zb switzerland on (B)(6) 2021.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.